Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The customer reported that the handle is only going to one direction, does not return as it should. The event identified during surgery. There was no delay in relation to this event. The customer was able to take use the harvested graft and there was no need to take another. There was no medical intervention needed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 12, 2018, it was reported that the handle is only going to one direction, does not return as it should. The customer did not return a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii by medicrea was not performed due to the customer canceling the repair request. Repair of the meshgraft ii was not performed by medicrea due to the customer canceling the repair request. The reported event 'the handle is only going to one direction, does not return as it should' was not confirmed since the device was not returned for evaluation at the time of this investigation. The root cause of the handle only going in one direction could not be determined with the provided information since the device was not returned for evaluation at the time of this investigation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
The customer reported that the handle is only going to one direction, does not return as it should. The event was identified during surgery. There was no delay in relation to this event. The customer was able to take use the harvested graft and there was no need to take another. There was no medical intervention needed. They will not share patient information as it is not relevant for the case.